Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device did not alarm and the sensor's adhesive weakened and when the sensor was removed, a pressure sore was detected on the spot. The patient was given ointment for irritation relief and pressure bandage. The duration of the sensor on the patient was 10 days.